Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon applied another device and resected the incomplete staple line. The hosp has reported the pt's condition is satisfactory.